Event description:
The reporter stated the trailing haptic of a competitor's lens was damaged in the mtc-60c fp cartridge while being inserted. An msi-pf injector was also used. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the lens damage was due to the injector and cartridge.

Manufacturer narrative:
Evaluation: method: injector lot number search; cartridge lot number search. Results: an injector lot number search was performed and ten similar complaints found. A cartridge lot number search was performed and three similar complaints found.